Manufacturer narrative:
Received one device, during the visual inspection it was found the downstream occlusion sensor (dso) seal was degraded. Dso seal was replace. The performance verification test was performed, all test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bubble downstream occlusion sensor (dso). No patient involvement.